Event description:
It was reported following successful placement of this stent during a left iliac stent placement procedure, removal of the balloon catheter met with resistance. Continued exertion against resistance resulted in the balloon and a portion of the catheter shaft detaching and remaining in the patient. Attempts to percutaneously retrieve the detached segment were unsuccessful. The patient was transferred to surgery where an arteriotomy was performed to successfully retrieve the detached segment. The procedure was successfully completed with this unit. The patient's condition is good. A portion of this device was received, evaluated and retained by this manufacturer. The engineering evaluation indicated a circumferential tear in the balloon material was noted at the proximal end. The distal balloon segment was caught in the distal sleeve and a large amount of blood was visible. The inner extrusion was detached at the distal edge of the proximal balloon bond. The inner catheter was stretched and flattened. This device displayed characteristics of continued exertion against resistance, a stretched catheter shaft, which may have contributed to this event. However, company is unable to determine the exact cause for this event.